Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the device was received and evaluated at the service center. The customer reported an article defect, defects were found with the device during evaluation, therefore we can confirm this complaint. It was noted that the device displayed an unspecified error code. It was found that the insulation resistance of the motor was outside tolerance and that there was a short circuit in the motor. Also the motor did not turn as the motor shaft was stuck. The protective conductor resistance of the motor cable was found to be out of tolerance. The motor and the motor cable were replaced and the device was cleaned, tested and found to be fully functional. Fluid ingress into the device is one possible root cause for the damage to the motor and motor cable, resulting in the short circuit. However, given the information provided we cannot discern a definitive root cause for the same. The defective components of the device would have caused it to display the error code. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on (B)(6) 2019 and passed all functional testing before being returned to the customer. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Event description:
It was reported by affiliate via phone that a fms tornado micro handpiece with buttons was defectuous. No surgical delay or patient consequence reported.